Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension xpand plus without hm instrument. The discordant results were reported out and were questioned by a nurse. The customer ran quality controls, which resulted out of range. The samples were repeated in another laboratory on an alternate instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse aligned sample probe to port, ran a diluent check, calibrations, precisions and quality controls, all of which passed. The cse found the vacuum pump was low and replaced it. The cse primed the system and ran a system check, which passed. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.